Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient developed (B)(6) and vegetative endocarditis. The crt-d system was explanted. No further patient complications have been reported as a result of this event.